Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the non-sustained right ventricular episodes it was noted that the implantable cardioverter defibrillator and right ventricular lead were oversensing atrial paced events from the pulse generator that is also implanted in the patient. No intervention was performed and the patient was stable. The patient would be continued to be monitored.

Event description:
New information noted that after testing, the oversensing was suspected to be related to the minimal atrial pace from the pulse generator. Programming changes were performed on (B)(6) 2018. The patient was stable.